Event description:
Philips received a complaint by the customer on the v60 indicating that during testing, the device is unable to shut down. There was no patient involvement at the time the issue was discovered. The customer calibrated the touchscreen which resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.